Event description:
Previously reported as explanted due to j retention wire fracture. The lead was explanted due to a report of conductor coil fracture. Explant method: intravascular, superior technique/tools: direct traction with locking stylet, sheath(s), laser no complications.